Event description:
It was reported that some time post port placement, the catheter was allegedly broken. It was further reported that the port body and the distal catheter segment were removed. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter and one groshong catheter segment was received for evaluation. Visual, microscopic, functional and tactile evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter segment returned that was elliptical in shape. The edges of the break was noted to be uneven. The surface was noted to be rough and smooth. Therefore, the investigation is confirmed for the reported fracture and material separation issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the catheter was allegedly broken. It was further reported that the port body and the distal catheter segment were removed. Reportedly, the port was removed. There was no reported patient injury.